Event description:
It was reported that three (3) clearlink, paclitaxel sets leaked during patient infusion. Two of the sets were leaking at the bottom of the drip chamber and the other leaked near the filter. The sets were used with taxol drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date of the event occurred on approximately (B)(6) 2022. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.